Event description:
Caller reported a tandem mobi cartridge alarm. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support confirmed a cartridge alarm and arranged for a replacement pump to be sent to the customer. The caller was instructed on how to return the problematic pump using a pre-paid label and acknowledged the steps necessary to receive the replacement.